Event description:
It was reported by the customer that a pyxis medstation system drawer had failed.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it had black marks in multiple spots on the cable. A field service engineer replaced retractor band and verified the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.